Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone at unknown concent ration/dose via an implantable pump for abdominal/visceral, malignant pain. It was reported by the hcp that the patient was in the hospital for her pancreatic cancer and pain needed to be managed. The hcp's plan was to set a single bolus with 20% increase for 24 hours and 20% more after that 24 single bolus elapses. Technical services assisted with programming this, but initially the pump could not be communicated with until the patient was repositioned and then it was determined it appeared to have flipped but could not be connected to when the patient sits up. The pump did appear to be flipping in the pocket. Pump was updated successfully on the call and patient would be referred to doctor for the issue with the pump flipping.

Manufacturer narrative:
H6 codes have been corrected and updated and b5 event description has also been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone at unknown concent ration/dose via an implantable pump for abdominal/visceral, malignant pain. It was reported by the hcp that the patient was in the hospital for her pancreatic cancer and pain needed to be managed. Vomiting was also reported. The hcp's plan was to set a single bolus with 20% increase for 24 hours and 20% more after that 24 single bolus elapses. Technical services assisted with programming this, but initially the pump could not be communicated with until the patient was repositioned and then it was determined it appeared to have flipped but could not be connected to when the patient sits up. The pump did appear to be flipping in the pocket. Pump was updated successfully on the call and patient would be referred to doctor for the issue with the pump flipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient was vomiting due to cancer and chemotherapy. It was reported that there was no issue with the infusion system. It was reported that the patient's pump will continue to move because of abdominal wall laxity. The patient was encouraged to wear their binder at all times.